Manufacturer narrative:
The investigation for vascular damage - peripheral vessel has been completed. After pump insertion, the physician performed groin shot and extravasation was noted. No product was returned. The root cause of the vascular damage - peripheral vessel was not determined due to lack of sufficient clinical information. H.6 code 925 was added since the information of the initial manufacturer device report number 1220648-2024-12745 was submitted in accordance with updated procedures.

Event description:
The user facility reported a 59-year-old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that during the impella cp procedure after insertion of the repo sheath, the physician performed a groin shot through the re-access port. Extravasation was noted and the physician elected to remove the impella and sheath. Manual pressure was held but bleeding could not be controlled. Attempted to deploy perclose devices but unsuccessful. The vascular surgeon elected to insert a 16 french gore dryseal sheath into the right common femoral artery (rcfa) to maintain hemostasis until transfer to the operating room for closure and vessel repair. The patient was reported as stable.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿